Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Initial notes: customer states that she is having issues with getting the sensor in her abdomen because her stomach is round and when she inserts it pops out because it not sits flat. Last two insertions did not stay in. Customer also states that she had a issues with the reservoir where it would not allow her fill nor push out the insulin and the plunger and the back end came out and all the insulin came out. Inquired what led up to the complaint. Customer response: insertion issues enlite sensor not penetrating skin t/s per (B)(4). Explained possible causes. Expiration date of sensor: does not know. Sensor lot number: does not know. Adv the first button press prepares the sensor for insertion, the sensor inserts upon release of the button. Adv serter 2nd button press releases sensor. Button press should be held while lifting serter straight away from skin until serter clears hub. Adv once button is released serter may re-attach to hub and pull needle/sensor up and out with serter. Adv they may attempt to re-press button if sensor is still in the body and they accidentally did not hold down button while removing serter. Customer reports needle hub assembly wasn't removed from sensor base before starting insertion process. States that the needle hub gets stuck in the serter device. Customer reports serter was pulled straight up from pedestal. Customer followed correct steps to press and release button to insert sensor. Adv to return the serter and complete sensor (sensor, pedestal and needle hub assembly). Customer's outcome pertaining to the complaint: informed customer that we would replace the sensors and serter device. We will also send a canister to get the serter back. Ship: mmt-7512na, 2mmt-7008b, canister and envelope / return: mmt-7510 inquired what led up to the complaint. Customer response: insertion issues enlite serter does not release sensor after 2nd button press and needle hub stuck in serter t/s per (B)(4). Explained possible causes. Expiration date of sensor: does not know. Sensor lot number: does not know. Customer is not calling back to report issue continues. Adv serter 2nd button press releases sensor. Button press should be held while lifting serter straight away from skin until serter clears hub. Adv once button is released serter may re-attach to hub and pull needle/sensor up and out with serter. Adv not to push down on serter or push it into the body. Adv to release pressure on serter and let it rest on body and attempt button push again. Question - is needle hub assembly or sensor inside serter? Response: pulls needle hub out with tweezers. Customer reports catch arm is not bent. Correct insertion steps to insert sensor were followed. Adv to return the serter and complete sensor (sensor, pedestal and needle hub assembly). Customer's outcome pertaining to the complaint: replacing sensors and serter additional notes: states that her bg ranges from 40-400. Declined t/s for low bg. Declined t/s for high bg. Ship: nothing / return: nothing.